Event description:
Information was received from a patient. The reason for call was patient reported issues staying connected through the mystimrc app. Patient described if they move a little too far they will lose connection and when they hit reconnect the handset freezes up and they have to restart the handset. Patient also described they will play with the base and prime so they're not getting electrocuted when they sit down and then they will check the battery levels in the menu and if they try to do anything after that it freezes up on them. Agent had patient reset communicator; patient connected through mystimrc without issue and reported therapy was on in group c. Patient reported communicator and implant both at 90%. Agent reviewed best practices including closing apps between use and communicator sleep mode.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.